Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within (B)(6) of each other without obstruction. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose (bg) level was 194 mg/dl at time of report. Reportedly, the pump and transmitter were worn on opposite sides of the body. The customer continued to use the pump for insulin therapy.